Manufacturer narrative:
Additional information received on 10/13/2017 stated that the stem broke as well as the neck. This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to fracture titanium neck at the stem junction; stem medial calcar also fracture along rim proximal (left).